Event description:
On 6/22/97, the account reported an erratic bhcg result on a pre-op pt. Two samples were drawn on the pt, one for chemistry and one for blood bank. The chemistry sample was used for the bhcg and as a result of 40 miu/ml was given with a flag, which was reported. The physician questioned the result and the lab repeated both pt samples on 6/23/97. The chemistry sample gave results of 40/40 miu/ml. The bloodbank sample gave results of 2/2/2 miu/ml. A third sample was drawn on 6/24/97 and a result of 1.6 miu/ml was given. The pt was not treated, nor was treatment withheld based on the erratic result. No report of injury.

Manufacturer narrative:
Three aliquot patient samples were received from the customer on 7/9/97. These tubes were identified as: sample a, a blood band tube drawn on 6/22/97; sample b, a chemistry tube drawn on 6/22/97; and sample c, a chemistry tube drawn on 6/24/97. The complaint identified one of the three samples, sample a, as having a concentration around 40 miu/ml, while sample b and sample c exhibit a concentration <2 miu/ml. The customer had proved that all tubes were from the same person by phenotyping each tube. All samples were blood type a rh positive, with antibodies to big d, big c, and little e. This phenotype is found in less than 18% of the population, therefore it is unlikely each tube is from a different person. Investigation summary: the controls results were within package insert claims. Patient sample results confirmed the customer's observation of elevated hcg in sample a. The investigation did not indicate the elevation was caused by interfering substances. No corrective action is necessary because the reagent pack is performing acceptably and is not compromised. This is the final report.